Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer atrial septal defect (asd) occluder was chosen to be implanted utilizing a 9f amplatzer torqvue delivery system. During deployment, the occluder deformed into a cobra shape. The device was removed. There was no interaction with cardiac strucures or angulation/kink in the delivery system. There was no replacement used. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.